Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarm was noted. However, a corroded motor home switch was noted. A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.